Manufacturer narrative:
The manufacturer previously reported information receiving information alleging a ventilator inoperative condition occurred and screen turned red. The device was not in patient use. The ventilator was returned to the manufacturer's product investigation laboratory (pil) for evaluation and the customer¿s complaint was not confirmed. The device's system board and blower were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and blower functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and screen turned red. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-30618. This report was submitted as a duplicate report of the previously submitted report.